Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: an inspection of the returned device revealed the stent had detached from the catheter and was not returned. The balloon was tightly wrapped at the distal side, however the proximal side was slightly unfolded and appeared to have been subjected to minor positive pressure, potentially causing the crimped stent to flare. This would make the stent more prone to catching on the y-connector. Stent crimp marks were visible on the balloon. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. When the 16 x 4.00mm promus premier stent was being introduced to treat an unspecified target lesion, the stent lodged in the "y" key. The procedure was completed with a 15 x 3.5mm promus premier stent. No patient complications were reported and the patient's status is ok. However, device analysis revealed the stent was dislodged.